Event description:
The patient underwent a full colonoscopy with the aer-o-scope disposable colonoscope. Two (2) days post procedure, the patient contacted the health provider complaining of pain. The patient was admitted into the hospital with a stage 4 splenic laceration and was treated conservatively. The patient was released following one (1) week in the hospital. Splenic laceration is a known rare complication (1:10,000) of colonoscopy. As such, the cause of the adverse event is inconclusive as to whether it was device related or procedure related.

Manufacturer narrative:
As the adverse event is a known rare (1:10,000) complication of colonoscopy, it is inconclusive if the event was device related or proceure related.